Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that implantation of an impella cp was attempted. The physician was unable to advance the companion sheath over the wire past the hemostatic valve. The companion sheath was replaced to successfully complete the procedure. Additionally, the physician had difficulty removing the wire from the peel away sheath. The physician suspected the hemostatic valve was defective. No patient harm was reported.

Manufacturer narrative:
Single access issue: clinical details reported that when trying to do a single-access pci procedure, the 7fr companion sheath failed to advance through the hemostatic valve at the 10:00 position. It was replaced with a new companion sheath, which was stuck at the 2:00 position, and no further issues were noted. Product was not returned for investigation. Since product was not returned for investigation and limited clinical details were provided, the root cause of the single access issue could not be determined. Introducer damage - mechanical: during a single-access procedure, the 7fr companion sheath was unable to stick the hemostatic valve at the 10:00 position. A second companion sheath was able to stick at the 2:00 position. When removing the guidewire from the peel away sheath, there was difficulty noted by the physician. For these reasons, it was believed that the hemostatic valve may be defective. Product was not returned for investigation. Since insufficient clinical details were provided and product wasn't returned for investigation, the root cause of the introducer damage could not be determined.